Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower transducer for check IV set alarm. Replaced rear case corroded. Received software (B)(4) as found sw (B)(4) as left ver (B)(4) no recall. Tested pm. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the fsa pressure sensor. A review of the device history record showed the device had a manufacture date of 23 sep 2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.